Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex bivona custom hyperflex tracheostomy tube was found broken and split at the flange where the tracheostomy tube tie would attach, upon opening the box. The event was initially observed by the patient's grandmother and confirmed by a registered respiratory therapist. The tracheostomy tube was changed daily and new tubes were exchanged in every 6 months. It was noted that the flange was made of a more slippery silicone. The patient had to be taken to a pediatric otolaryngologist as the patient was without a proper tracheostomy tube for an unknown amount of time, and was switching with a step-down tracheostomy tube. The patient was treated with antibiotics for two weeks due to irritation from the tracheostomy tube changes. The irritation was resolved once new tracheostomy tubes were received. No permanent injury was reported.